Manufacturer narrative:
Based on the information provided by the health-care provider, the patient had this valve explanted due to aortic stenosis and aortic insufficiency, secondary to calcification. Upon inspection, the valve was noted to be heavily calcified; the leaflets were essentially immobile. There was a small central aperture through which blood traveled but would not open or coapt for closure. The valve was removed and replaced with another edwards bioprosthetic valve. Unfortunately, the edwards device was not returned; therefore, the source of the reported calcification could not be assessed. Although the root cause cannot be confirmed, it appears that the stenosis and insufficiency was likely due to the calcification noted on the valve. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 4 years. The reason for explanting the device was not provided. No further details were reported. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. Additionally, there have not been any allegations of a product malfunction.